Manufacturer narrative:
The customer contacted a siemens customer care center and reported that (B)(6) quality controls (qc) for the antibodies to (B)(6) recovered elevated on two occasions (15-sep-2020 and 24-sep-2020). A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse recalibrated all probes and requested for the customer to run qc. The customer ran qc and recalibrated the (B)(6) assay and verified that qc recovered within acceptable ranges. The cse also ran a precision study with a non-reactive patient pool and there were no reactive fliers. The cause of the (B)(6) is unknown. MDR 2432235-2020-00416 was filed for the discordant result that was obtained on (B)(6) 2020.

Event description:
A (B)(6) antibodies to (B)(6) result was obtained on a patient sample on an advia centaur xp instrument. The (B)(6) result was reported to the physician(s). The sample was repeated on the same advia centaur xp instrument. The repeat result was (B)(6). The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) results.